Manufacturer narrative:
(B)(4). Date of event is unknown. The device was received with no apparent damage. The instrument was tested for continuity and was found to be conforming. There were no anomalies noted with the functionality of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device kept activating when used for coagulation. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.